Event description:
It has been reported that tensioner would not go back to original position after tensioning occurred . There was no adverse consequences for the patinet or delay in surgery or anesthesia time.